Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A manufacturing and quality control review was performed for the affected serial/lot number without showing any non-conformities or deviations regarding the described issues. The customer reports a broken optic. During inspection, the service department identifies the issues: the outer tube is deformed. Parts inside the optical system are damaged. The information provided by the service department is evaluated as plausible. The identified fault patterns are most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope "ultra", 4 mm, 30° has broken optic. There was no report of patient harm or user injury associated with this event.